Event description:
It was reported that the patient presented with increase in lead impedance and capture thresholds on their right ventricular lead. No information about intervention was reported. There were no patient consequences.

Event description:
It was reported that the patient presented with increase in lead impedance and capture thresholds on their right ventricular lead. No information about intervention was reported. There were no patient consequences.